Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cxr 16cm: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for cxr 16cm: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the information available the ms pump spring was identified to be misaligned from the functional test performed could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the reservoir connecting tube was found. The pump was explanted and replaced. No patient complications were reported.